Event description:
It was reported that a remote transmission showed suspected intermittent far field r-wave (ffrw) oversensing on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.